Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life, confirmed by the "replace generator, the generator has reached the end of its service" message. In turn, surgical intervention may take place to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.